Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an episode prior in the week and their implantable cardioverter defibrillator (ICD) failed to "kick in". Adjustments to the device were made at the hospital. Additionally, it was reported the right ventricular (rv) lead would possibly be replaced in the future for an unknown reason. No patient complications have been reported as a result of this event.